Event description:
It was reported that the patient had altr which was previously revised. As part of previous repair, a claw plate was utilized. The patient now requires a muscle transfer to stablize the hip. The claw plate was removed as part of this revision on left hip. Iconix anchor was used.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.